Event description:
Boston scientific received information that during a device replacement procedure, this chronic right ventricular lead displayed low out of range shock impedance measurements. A decision was made to replace this lead. The lead was removed and replaced successfully. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.